Event description:
Admitted for correction of complication of breast prosthesis and right breast capsule. According to surgical note, there was a severe capsule in the submuscular pocket which obviously had caused a rent in the implant itself. The capsule had reduced the size of the pocket to about 50% of the size. The implant was removed and replaced with a new prosthesis.